Event description:
It was reported that the ventilator shut down with a reset alarm. The pt felt like he was not getting enough air and then the unit corrected itself. No reported harm to the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.